Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes, as well as pacing inhibition. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2022. There were no patient consequences.